Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis event was unknown. The peritonitis was manifested by abdominal pain and rib pain. On an unknown date, the patient was hospitalized for peritonitis and was discharged ¿several weeks¿ later. The patient was treated with unknown antibiotics (doses, frequencies, routes, and durations were unknown) for peritonitis. On an unknown date during hospitalization in the same month as the event onset, the peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was considered recovered from the peritonitis event and hemodialysis therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.